Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a shocking or jolting sensation. It was stated that the patient was "zapped" when he used a microwave oven. It was noted that the patient was "zapped from his finger that touches the start button, all the way through his battery pack, through the spine and up his body". It was stated that this happens on any microwave the patient uses, and that people around him hear a "popping" sound. It was noted that the patient stated that this had been occurring since he got the implant. The caller was redirected to the patient's healthcare provider. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).